Manufacturer narrative:
(B)(4). It was reported to philips healthcare that the spo2 measurements being provided by the monitoring system were incorrect (as compared to blood gas analysis data). The initial information from the users indicated that the patient had approximately 62 percent saturation by blood gas analysis and a 97/98 percent saturation by spo2. The initial information provided by the users indicated that the patient did die, but that the use of the device was not a factor in the death. The information gathered from the hospital's biomedical engineer indicates that nursing staff placed a spo2 finger sensor onto the patient's forehand (laid out flat and taped in place) to perform spo2 measurements. This is incorrect use of the sensor and can result in incorrect spo2 measurement data. There was no device malfunction. Post incident device testing performed by a philips field service engineer (fse) and the hospital biomedical engineer showed that the monitoring system was operating properly and within specified limits. Product labeling (instructions for use for the spo2 sensor) adequately describes proper placement of the spo2 finger sensor. The available information supports that the use of the device was not a factor in the death of the patient, but indicates that the device was being used outside normal and expected use. No further investigation or action is warranted.

Event description:
It was reported to philips healthcare that the spo2 measurements being provided by the monitoring system were incorrect (as compared to blood gas analysis data).